Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscope tested positive for an unknown number of colony forming units (cfus) of microbes. The scope tested positive for microorganisms of high-risk alert on (B)(6) 2022 and again on (B)(6) 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end was damaged, the light guide lens was chipped, the bending section rubber glue was lifting, and the light guide tube had a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation where no germs were detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sanitization (cds) practices of the subject device where the detergent used for pre-cleaning was not listed. The steps performed in pre-cleaning are aspiration of water through the instrument/suction channel and flushing the air/water and auxiliary water channels. The device is manually processed with an albyn medical (an1865010) cleaning brush, an unknown disinfectant, and neodisher multizym detergent. The brushed points are instrument / suction channel, suction cylinder and instrument channel port. The device is processed in a etd double automated endoscope reprocessor (aer) with endo det detergent and endodis disinfectant. The device is stored in a edc plus drying cabinet. Olympus is the maintenance provider of the subject device.